Event description:
While the resident was being transferred from the bed to the wheelchair with a floor lift and a clip sling, one of the four sling clips came off the dynamic positioning system (dps) and the resident fell to the floor. She sustained a bruise and was hospitalized, but no further details were given to the treatment given or additional outcome to the event.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo med (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under (B)(4). The device was inspected on-site by a rep of the MFR's sales and svc unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.